Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels between 55-60s (mg/dl) during the first week of pump therapy. Reportedly, the customer's health care provider (hcp) set the basal rate settings to greater than 0 units during the day. The customer reports that due being very active during the day, their setting should have been 0 units and they contributed this to their low bg level. Carbohydrates were consumed to address bg levels. The customer discussed the issue with their provider.